Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Her high blood glucose level symptoms were thirst and fatigue. She treated her high blood glucose level by walking, drinking water, and taking insulin. The insulin pump alarmed check settings. The self-test and high pressure test passed. The device was not returned.